Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "exposure and delayed healing " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and delayed healing.

Event description:
Healthcare professional reported left side ¿left breast wound/exposed implant.¿ additionally, healthcare professional reported "wound had trouble healing." Device has been explanted and discarded after surgery.